Manufacturer narrative:
Device is not available for return at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this electrode was explanted and replaced due to erosion with infection. No additional adverse patient effects were reported.